Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tips of the hemopro silicone jaw boots started to come off. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product will reportedly not be returned to maquet cardiovascular.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise the quality. A lot history record review could not be performed as the product lot number is unk. Internal file number - (B)(4).